Event description:
It was reported that the user experienced hyperglycemia after a supply change, observed persistent elevated glucose with the ilet displaying ¿high,¿ and assumed insulin delivery due to an algorithm indicator, then developed overnight symptoms and administered 30 units of subcutaneous insulin by pen before removing and replacing the infusion set. Investigation of this case included phone-based troubleshooting and education regarding potential infusion set or supply issues and revealed no obvious site or supply defects upon removal. A potential intermittent infusion or site-related issues discussed but not confirmed. Symptoms included headache, fatigue and nausea and vomiting during the event. Outcomes included at home insulin injection without hospitalization. It was concluded that the event involved hyperglycemia with an unclear cause related to possible infusion set or site performance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.